Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date: date of event is estimated.

Event description:
It was reported the patient's system was autoreducing. X-ray revealed lead fracture. As a result, the patient may undergo surgical intervention to address the issue.